Manufacturer narrative:
The reported smartstitch perfect passer magnum wire black cobraid device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a rotator cuff repair upon passing the suture through the rotator cuff the suture cartridge snapped. When pulling out, the sutures had not been passed through.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect suture cartridge loading. (2) damaged suture cartridge. (3) crushing or crimping damage due to application of surgical instruments can result in failure. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: -in handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff repair upon passing the suture through the rotator cuff the suture cartridge snapped. When pulling out, the sutures had not been passed through. The procedure was completed with a backup device with no significant delay or patient injury reported. No pieces were lost inside the patient.